Event description:
The customer reported that the reservoir had occlusion. Customer stated that he got no delivery alarms on the insulin pump and his blood glucose was over 500 mg/dl. Troubleshooting was done. Customer's blood glucose was 550 mg/dl. Customer treated with injection. Customer declined to troubleshoot for high blood glucose. It was found out that after the troubleshoot the insulin exited and insulin pump was working as designed. Advised the customer to report back if issues persists. Advised customer to monitor his blood glucose and report back for any further assistance. Customer reported back stated that he still getting no delivery alarm after repeated set changes. Troubleshooting was done. Customer's blood glucose was 510 mg/dl. The insulin exited the tubing and insulin exited with the manual prime. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).